Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that hardware low level failures. The customer¿s blood glucose level was 306 mg/dl at the time of the incident. Troubleshoot was performed. Insulin pump failed self test the product will be analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarms noted during testing or in the device trace download. Hardware low level failures alarm, variable three, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.